Event description:
It was reported patient underwent right rotator cuff repair on (B)(6) 2013. Upon tying the juggerknot 2.9mm anchor sutures, three (3) ripped. A second hole was drilled and another juggerknot 2.9mm anchor and a arthrex pushlock anchor were used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants." Review of device history records show that lot released with no recorded anomaly or deviation.